Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the tip of the device was bent. It was unknown how it¿s happened. It was unknown if there is any procedure or patient involvement. This complaint involves one (1) device. This report is for (1) depth gauge f/scr ø4.5-6.5 meas-range up. This report is 1 of 1 for (B)(4).